Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting was confirmed. Ventec opened the device in order to perform a visual inspection and observed significant amounts of contamination throughout the device. Ventec determined that the cause of the inappropriate device rebooting was the extensive contamination. Ventec then replaced the blower, oxygen rotary valve (rv), function select rv, cough assist valve, external flow module (efm), internal flow transistor (ift), main chassis, o2 & power bracket, cough assist bellows seal, ift to cough assist valve coupler, blower to cough assist valve coupler, cough assist valve to outlet coupler, compressor isolation mount, o-ring and numerous screws and tubes, to resolve the observed contamination. Proper device operation was then confirmed through functional and performance testing. Ventec was unable to conclusively determine the source or cause of the observed contamination which caused the device to reboot inappropriately.

Event description:
It was reported that the device needed service for a non-critical issue. The reporter advised that there was patient involvement associated with the non-critical issue, however, there was no patient harm. Upon evaluation of the device, ventec observed that it began rebooting by itself.